Event description:
Boston scientific received information from a boston scientific field representative that this device and the right ventricular (rv) lead were associated with high out-of-range shock impedance measurements. Review of the daily lead measurements showed a gradual increase in measurements. During clinical isometric exercises, the measurements were high but within range. A boston scientific technical services consultant (ts) discussed troubleshooting strategies. The representative reported the patient will be monitored and the situation re-evaluated during the next regularly-scheduled device check.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the header and body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over five years later for reported normal battery depletion.